Event description:
The customer reported that between cases, the system gave a "generator error" on the control console. The customer tried rebooting the system several times with the same error. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep booted the system with no errors. He placed the lead in the field and system gave "generator error" on the console. He checked the battery packs and they show with no load 215 vdc. As soon as the load battery packs drop to 86 vdc, he ordered a new battery packs. The rep replaced the battery packs. The system is operating as intended.